Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthese reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the orif surgery for the proximal left humerus fracture. During the surgery, they inserted the nail in question and fixed the screws after confirming that there was no interference with the drill at each proximal and distal hole. However, after fixing the proximal ab hole and the distal f hole, when drilling the g hole, the 3.2 mm drill bit interfered with the nail. The surgeon checked for looseness in the connecting screw and the connecting part of the aiming arm, but the interference was not resolved. As a trouble shooting, when he used a k-wire with a diameter of 3 mm, which is thinner than the drill diameter of 3.2 mm, he was able to drill to the contralateral side without interference. Therefore, he tried again with a 3.2 mm drill bit using that as a pilot hole and was able to drill to the other side without any problems. Insertion is completed without any interference when inserting the remaining screws. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for one (1) 8mm ti multilocus prox humeral nail/left/cann/160mm-ster. This is report 1 of 1 for complaint (B)(4).